Manufacturer narrative:
Additional information was received that the patient has (B)(6) and therefore no cultures or antibiotics were administered. In addition, it was reported that the event involved only two leads, and there was no lead splitter involved.

Event description:
A report was received that the patient¿s trial leads and lead splitter were explanted. It is not know if the leads were explanted by the patient or an accidental explant. No adverse event was reported at that time. Upon follow up it was reported that the patient had an infection. The physician assessed that the infection was not device related.

Manufacturer narrative:
Correction to f/u 1 MDR..

Event description:
A report was received that the patient¿s trial leads and lead splitter were explanted. It is not know if the leads were explanted by the patient or an accidental explant. No adverse event was reported at that time. Upon follow up it was reported that the patient had an infection. The physician assessed that the infection was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial # (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-2016-50 serial # ni description: 50 cm lead/30 cm splitter/configuration kit for permanent implant it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient¿s trial leads and lead splitter were explanted. It is not know if the leads were explanted by the patient or an accidental explant. No adverse event was reported at that time. Upon follow up it was reported that the patient had an infection. The physician assessed that the infection was not device related.